Event description:
It was reported that "balloon cannot be fully inflated". Additional information states that to continue therapy another iab catheter was inserted in the same origional insertion site. No patient harm or injury reported. The patient's current condition is reported as "fine'.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the distal end of the teflon sheath was noted at approximately 48.8cm from the iabc distal tip; fluid/liquid blood was noted within the sheath sidearm. Buckling to the teflon sheath extrusion was noted at approximately 3.3cm to 4.5cm and 6.5cm to 15.2cm from the distal end of the teflon sheath. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The central lumen was noted damaged/bent within the flex-tip assembly area at approximately 4cm from the iabc distal tip; the damage is consistent with a flattened surface. The wire-round (the part of the flex-tip/central lumen) was also noted damaged at approximately 5.9cm from the iabc distal tip. Damage to the outer lumen was noted at approximately 30cm to 35cm from the iabc distal tip; the damage is consistent with buckling to the outer lumen. Dried blood was noted on the exterior of the iabc. Some traces of dried blood were noted within the iabc helium pathway. The customer also provided a photo and videos for evaluation. The photo shows the original packaging box with the serial number and lot number label. The serial number and lot number identified in the photo matches the serial number and lot number reported on the complaint report and for the returned sample. The videos show a fluoroscopy view of the patient and iab catheter. In the video, the distal end of the iabc bladder was not fully inflating, which is consistent with the reported event. The bladder thickness was measured at six points with measurements ranging from 0.0053in-0.0061in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was leak tested and multiple leaks were detected from the bladder membrane. Furthermore, multiple pin hole leaks were also noted from the iabc outer lumen within the area of the previously noted damaged outer lumen. Under microscopic inspection, one of the bladder leaks was noted at approximately 20.4cm from the iabc distal tip. Then four bladder leak sites were noted around the circumference of the bladder at approximately 4.3cm from the iabc distal tip. Upon further checking, all the leak sites noted on the iabc bladder are consistent with contact from a sharp object. The leaks from the outer lumen are consistent with the previously confirmed damaged outer lumen. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 4cm from the iabc distal tip, which is the location of a previously noted damaged/bent central lumen. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 78.3cm from the iabc luer, which is the location of a previously noted damaged/bent central lumen. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon cannot be fully inflated" is confirmed. During the investigation, combined damage was noted to the iabc including bladder leaks, outer lumen damage and leaks resulting from the damaged outer lumen. The bladder leaks noted were consistent with contact from a sharp object and the most probable cause for the bladder leaks was customer handling. The combined damage can cause incomplete inflation and can result in a helium pathway leak. Due to the combined damage and state of the device, it could not be determined what initially caused the complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged outer lumen and bladder leaks. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.